Manufacturer narrative:
During a procedure, the distal cap is visible on the endoscope screen, but when a malfunction occurs the device is not displayed. Therefore, the malfunction is easily detectable and the device is easily retrievable. The root cause is determined to be a result of product variance. Therefore, the acceptance criteria for product inspection were reviewed and updated to strengthen quality control. Fujifilm will continue to monitor complaints for similar issues.

Event description:
On april 14, 2023, fujifilm corporation was informed of an event involving dh-28gr. It was reported that the tip of the device fell off when the scope was removed after performing a submucosal dissection. The pieces were retrieved and the procedure was completed successfully without harm or injury. There was no death reported with the event.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.